Manufacturer narrative:
D10: 02-012-49-4009 - logic cr tib insert slope++, sz 4, 9mm: sn#: (B)(6). 02-010-03-0340 - logic cr femoral cem, right, sz 4: sn#: (B)(6). 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t: sn#: (B)(6). 200-02-38 - three peg patella 38mm: sn#: (B)(6). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2023-00522. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on the right side. Subsequently, the patient experienced polyethylene liner wear resulting in aseptic loosening with massive soft tissue damage and osteolysis requiring significant bone grafting and augmented revision components. As a result, approximately six years post-surgery, the patient underwent a revision. Despite undergoing the revision surgeries, the patient experiences daily knee pain and discomfort which limit their activities of daily living and recreation and impacts their quality of life. No further impact to the patient was reported. No additional information is available. This is report 1 of 2 for this event/patient.